Event description:
After a no coag error on a pt result, the pt was reported as > 120 sec with an inr > 12, which is the lab's upper report limit. Patient was given two units of fresh frozen plasma. A redraw was measured and a no coag error was obtained. Operator saw a clot present and reported < 7 sec pt result. Another redraw was sent to a different laboratory and a pt result of 12 sec was obtained with an alternate method. There was no adverse health consequences due to a result of > 120 sec and a subsequent result of <7 sec being reported.

Manufacturer narrative:
A no coag error is not a reportable result. User reported a no coag error as > 120 sec (inr > 12) which is the laboratory's upper report limit. On a redraw, operator observed a clot following a no coag error and reported result of < 7 sec. Which is the laboratory's lower report limit. The instrument is performing within specifications. No further evaluation of the device is required.